Manufacturer narrative:
This reportable event was identified during a voluntary retrospective review of all complaints since 2015 by the manufacturer (dutch ophthalmic research centre b.v.). Details of this activity were discussed with cdrh office of compliance ((B)(6)) during a tele-conference on (B)(6). Assuming worst case during surgery, air bubbles observed at the probe. This may cause injury to the patient. Hence it is reportable. The risk is possible injury by microbial, viral or prion infection (patient harm). During the investigation of the returned sample, we were not able to reproduce the complaint. The vitrectome is working according the specifications. All available information has been disclosed. This complaint has now been closed.

Event description:
Bubble, weak aspiration. Sample is available.